Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for improper assembly was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer found that there was one tube without shield in all three plates. The following information was provided by the initial reporter. The customer stated: ¿it was found that there was one tube without shield in all three plates.¿

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, customer found that there was one tube without shield in all three plates. The following information was provided by the initial reporter. The customer stated: ¿it was found that there was one tube without shield in all three plates.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.